Event description:
The customer's mother reported on (B)(6) 2014 her son's blood glucose history is as follows: time: 11:48, bg (mg/dl) 316; 5:08 pm, "high"; 6:27 pm, 325; 10:30 pm, 352. She stated that the cannula looks kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.